Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via medwatch#: (B)(4)that reported that the patient presents for intrathecal dye study. She has had increased spasticity and increased residual volumes. Pre-procedure interrogation of pump revealed motor stall has occurred. The pump has failed and needs to be replaced. Patient thinks it started beeping this past weekend. The patient was told the risk of delaying replacement includes death. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and cerebral palsy. The rep reported that the patient has had multiple motor stalls and recoveries. The rep reported this was all the information they had. No patient symptoms reported.

Event description:
On 2018-aug-24, additional information was received from the manufacturer representatives (rep). The patient was receiving baclofen (2,000 mcg/ml, 1,740.6 mcg/day). The pump was replaced on (B)(6) 2018. The motor stalls and recoveries were identified when the pump was interrogated. The patient has experienced some increase in spasticity beginning on or about (B)(6) 2018. The rep indicated that there were about 30 stalls and recoveries noted but the exact times were not known. The rep also inquired about a 260 code via the a810. The rep had not re-interrogated the pump for the event logs to confirm the details/documentation of the multiple motor stalls and recoveries.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿; ¿motor gear train anomaly ¿ stall due to shaft/bearing¿; and ¿overinfusion ¿ undetermined root cause¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. The previously reported patient code c76143 no longer applies to this event and has been updated to c50659. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was used to deliver lioresal. No further complications were reported.